Event description:
Baxter recieved a customer report of a ruptured bladder at the end of infusion. The incident occurred when a patient was undergoing an antibotic therapy using an intermate lv on february 22, 2006. At the end of infusion, the bladder was observed to have burst causing the remainder of the drug to spill into the housing of the device. The patient's access site was a peripheral catheter. No patient injury or blood backflow was reported.